Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially stated that control values for most assays on channel 1 of the cobas 8000 e 801 module (e801) suddenly dropped to a very low level. The customer repeated patient samples tested during the time that control values dropped. Abnormal low results were found for an unspecified number of patient samples. No specific patient data was provided. The customer performed cleaning maintenance on the analyzer, then repeated controls and patient samples. Controls and patient samples recovered normally. An instrument check was performed on both channels of the analyzer on 15-jun-2018 and all parameters passed. On (B)(6) 2018, the issue occurred again with one patient sample tested for elecsys ferritin (ferr) on channel 1 of the analyzer. This sample had an erroneous ferr result that was not reported outside of the laboratory. The sample initially resulted with a ferr value of 0.835 ng/ml. The sample was repeated twice, resulting as 165 ng/ml and 168 ng/ml. No adverse events were alleged to have occurred with the patient. The ferr reagent lot number was 275871. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The field service engineer replaced the analyzer measuring cell on (B)(6) 2018. The customer did not report any further issues since this action.

Manufacturer narrative:
The customer experienced additional issues after the replacement of the measuring cell. Based on the information provided, bubbles on the sample surface were the cause. There was no issue found with the device. The root cause for all the issues was determined to be preanalytic.